Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was turning off. The buttons on the insulin pump were unresponsive. The insulin pump was exposed to sweat. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump was received with a broken belt clip slot, a cracked reservoir tube lip, and a cracked case near the display window corners. The pump passed all operating currents. The pump was monitored, and tested with no off no power anomaly noted.